Event description:
During an appendectomy procedure, the knife did not cut. The surgeon applied suture to complete the procedure.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.